Manufacturer narrative:
Concomitant product: product ID c6tr01 ipg, implanted: (B)(6) 2016.

Event description:
It was reported that the left ventricular (lv) lead was causing phrenic nerve and diaphragmatic stimulation. An attempt was made to reposition the lead in the lateral vein. The position resulted in lower thresholds but it had a narrow phrenic nerve stimulation window. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.